Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced a pulmonary hemorrhage. When the radial was removed and next fluoro shot made a hemorrhage was seen before the biopsy and scope float was noted. A chest tube was placed at and removed the same day. The patient was admitted and placed on a bipap.

Manufacturer narrative:
The physician feels that the scope float caused the pulmonary hemorrhage. A review of the calibration data obtained from product final acceptance testing revealed all acceptance criteria were met and no anomalies found. Based on the results from the examination, the product did met specifications. A device history review was performed for system (B)(4) and there were no non-conformances related to the pulmonary hemorrhage reported in this case. The risk of bleeding is documented in (B)(4), rev e, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.